Manufacturer narrative:
Approximate age of device - 1 years, 10 months, 11 days. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event of elevated ldh could not be conclusively determined through this evaluation. The patient was admitted to the hospital due to elevated ldh and elevated pump powers. The patient's ldh initially was in the 200's and was increasing, while peaking at 472, but then went back down. An echo was performed on (B)(6) 2018 and appeared unremarkable. The patient did not experience any symptoms such as dark colored urine, decreased lv unloading, or increased heart failure symptoms. The patient had an inr of 2.0 and their target inr was 2.5. The patient was started on heparin until they became therapeutic. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. Additional information was received on 28jun2018 that the patient's inr was 2.0 with target goal of 2.5. Treatment with heparin was initiated until a therapeutic inr was reached. The patient was discharged on (B)(6) 2018.